Event description:
It was reported that there was t-wave oversensing. The sensing was programmed true bipolar and and integrated bipolar. There was still t-wave oversensing at .9mv. The blanking was extended but t-wave oversensing continued. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant: 1156t implantable pacing lead (B)(6) 2012. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.